Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) university.

Event description:
It was reported that balloon burst occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 7.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. During the procedure, the "balloon" burst upon second inflation at 10 atmospheres within 30-60 seconds. The balloon was removed without any problem using the normal method and the procedure was completed with another of the same device. No patient complications were reported, and the patient was stable post-procedure.